Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: investigation results- the returned extractor pro xl retrieval balloon was analyzed, and a visual inspection found no damages to the device, regarding of the packaging, it was returned opened and a sign of seal evidence is clearly visible. Media analysis was performed, where it can be observed the opened packaging. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging seal compromised was confirmed. Although the packaging was found open, the presence of sealing marks indicates that the package had previously been sealed correctly. This suggests that the opening occurred due to external factors such as transport or storage conditions rather than a manufacturing defect. As a result, there is no evidence to support a packaging failure attributable to the manufacturing process. These problems could be caused due to environmental factors during the transport or storage of the device, also an incorrect storage, without the proper conditions could have induced the analyzed defects. The investigation findings and all information available concludes the most probable root cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stone to be performed on (B)(6) 2025. During preparation, it was noticed that the packaging seal was damaged and compromised. There was no device malfunction noted. Additionally, a photo of the packaging was provided and showed that the sterile packaging seal was not sealed. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stone to be performed on (B)(6) 2025. During preparation, it was noticed that the packaging seal was damaged and compromised. There was no device malfunction noted. Additionally, a photo of the packaging was provided and showed that the sterile packaging seal was not sealed. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.